Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that facility found the empty pouch during the incoming inspection. There was no patient involvement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, h4. H3, h4, h6: photo investigation: the medtech orthopaedics team forwarded photos provided for review and photos device to the manufacturer which conducted a visual inspection. The affected parts were not returned to jabil monument. The investigation was based on the provided description withing (B)(4) and the returned devices. The visual review identified both complaint devices to be fully sealed non-sterile package with a finished goods label placed by jabil monument on one side of the package and an additional local label by jabil monument on the other side of the package. The package does not contain and product inside. No damage is identified on the package. Per the complaint and returned device review, the complaint condition was confirmed as a valid jabil monument manufacturing complaint. The complaint of two sealed and labeled packages received by the customer must have originated during manufacturing was subsequently opened to further investigate the complaint. The overall complaint was confirmed as the observed condition of the va lockscr ø2.7 head 2.4 self-tap l14 ss would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Physical device investigation: the product was returned to j&j medtech orthopaedics for evaluation. The medtech orthopaedics team forwarded the physical received device to the manufacturer jabil monument which conducted a visual inspection. The affected parts were returned to jabil monument. The investigation was based on the provided descriptions within (B)(4) and the returned devices. The visual review identified both complaint devices to be fully sealed non-sterile packages with a finished goods label placed by jabil monument on one side of the package and an additional local label not placed by jabil monument on the other side of the package. The package does not contain and product inside. No damage is identified on the package. A dimensional inspection and functional test were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the matmidf emergscr ø1.8 self-tap l4 tan 1u would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: monument. Manufacturing date: 19-feb-2025. Part number: 02.211.014, 2.7mm va lckng screw slf-tpng with t8 stardrive recess 14mm. Lot number: 55806p3 (non-sterile). Lot quantity: (B)(4). A manufacturing record evaluation was performed for the finished device with batch number 55806p3. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.